Event description:
(B)(6) study. It was reported a pericardial effusion occurred. On (B)(6) 2019 the patient underwent a left atrial appendage (laa) closure procedure. A 31mm watchman flx laa closure device was successfully implanted with complete laa seal and deployed device diameter of 24.1mm. Prior to the index procedure, 81 mg aspirin and 5 mg of apixaban administered. On the day of procedure, the patient was diagnosed with pericardial effusion, suspected cause has been noted as volume overloading. On the same day, the patient was also diagnosed with acute respiratory failure (respiratory failure with hypoxia), hematoma/ ecchymosis. On (B)(6) 2018, the patient had thrombocytopenia (platelet count drop). The patient was medically treated in response to acute respiratory failure, thrombocytopenia and pericardial effusion. The hematoma/ecchymosis was treated with compression (manual, sandbag, bandage, etc.). On (B)(6) 2018, the patient was discharged on aspirin and apixaban and the events were considered resolved. On (B)(6) 2018, 45 days follow-up tee revealed complete seal with 50% lvef.